Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 39 mg/dl and did not alarm. The blood glucose was 70 mg/dl and the current blood glucose is 58 mg/dl. The low blood glucose was treated with glucose tablets. The customer has been experiencing low blood glucose for little foggy and headache. The customer declined troubleshooting for low blood glucose. The customer was not sure about the use of auto mode function at the time of the event. The insulin pump will not be returned for analysis.